Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed oversensing and occasional atrial undersensing. Additional information received four years later reported that farfield oversensing was observed. It was noted that the device was operating in ddi mode and blanking was fully extended. It was noted that the patient had sporadic premature ventricular contractions (pvcs). Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.